Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, in regard to the joint 2 calibration error, the surgical arm was replaced. There were no failures found regarding the reported inaccuracy. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the left l4 screw was medial and inaccurate by 2-3 millimeters (mm). It was reported the surgeon re-centered with the system, but the screw was placed in the same trajectory as before. Robotic navigation was used to re-direct the screw but it was still medial. The robot was taken off the bed and the screw was re-directed under x-ray to complete the case. All other trajectories appeared to be accurate. It was also noted that prior to the case, the shoulder was re-calibrated due to an error on joint 2 which resolved that issue. There was no impact to patient's outcome and there was no surgical delay time. Additional information was received. It was reported that the case was completed free hand.